Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were scrolling and no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time was not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with operating currents within specifications and passed self test and displacement test. No unexpected battery including battery out limit alarms were noted. The device was received with intermittent buttons due to corroded keypad traces. No frozen screens noted. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners, cracked display window, minor scratched display window, scratched case, missing end cap sticker, stained back address and serial number label.